Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had previously received a hemi arthroplasty, a depuy self-centering bipolar and summit basic press fit femoral stem. The patient was experiencing some mild acetabular joint discomfort and leg length inequality. The surgeon elected to remove the bipolar construct and exchange it with a acetabular shell to create a total hip replacement. He also opted to implant a longer femoral head to try and gain some additional leg length. A pinnacle acetabular shell with screw was implanted. Doi: unknown; dor: (B)(6) 2018: left hip.